Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant procedure no capture issue and high, out of range, high voltage capture issue was observed on the device. Device connection was tested with the leads with a merlin programmer and with a competitor model. Sensing and impedance values were all normal and within range throughout these events. A chest x-ray was performed to determine if lead position was stable. Physician removed the device from the pocket and it was retested with the leads. A new device was implanted and all vectors and parameters were programmed to specifications to enable to the device. Patient was stable prior, during and post procedure.